Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/06/2013 - device evaluation:the pump has been returned and evaluated by product analysis on 07/15/2013 with the following findings: the keypad cover was found to be peeling off. During testing, all keypad buttons were found to be unresponsive. There was evidence of contamination found under all key contacts as well as a broken ground trace on the keypad flex at the contrast button. Unrelated to the complaint, investigation revealed a hole in the bolus button cover. During testing, the bolus button was found to function appropriately.

Event description:
On (B)(6) 2013, the patient contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was noted that the down arrow and ok keypad buttons were intermittently unresponsive. The keypad was reportedly peeling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.